Manufacturer narrative:
As soon as the engineer evaluation is completed, a supplemental report will be filed.

Event description:
It was reported that, "during a surgical procedure, the inner seal tore out of the valve when a 10mm weck reusable clip applier was passed through it. The seal fell into the surgical site and was retrieved. There was no patient injury and the procedure was not altered."